Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: e-41 error, smells like something is burning. Cib: mark biomed po# (B)(4). The failures identified in the investigation is consistent with the complaint record. The probable root cause is the rf board to due electrical components exposed to liquid. (B)(4).

Event description:
It was reported that there was a burning smell.